Manufacturer narrative:
Since no product catalog number, lot number or issue sample were provided and the description provided does not match any product produced or distributed by cardinal health, we are unable to confirm if the product in question is a cardinal health product. The plant's quality system mandates suitable in-process controls to measure seal integrity of representative samples. Samples are pulled from production and tested at predetermined locations to best gauge the seal integrity. All lots released by the quality unit meet the predetermined criteria.

Event description:
Based on the end-user's (consumer) claim, she used the "t-pak" with blue gel and reported that it leaked at home at night during use. She described that the area became red/purple with a 1/2" blister on the knee cap. She stated her pain level was 5. An ER doctor prescribed bacitracin ointment. She further stated that there was no product number on the bag and she disposed of the pack.